Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra 2 meter was displaying error messages. The medical affairs specialist was unable to reach the patient. A letter was sent to the address provided. The patient reported that he had obtained errors 1, 2, 3, 4, and 5 on the subject meter. All these alleged issues first occurred on the day before. He also mentioned that he experienced cold sweats and sweating after the reported issue began. As a result of the reported issues, he reportedly increased his dose of diabetes medication. He received medical attention on the date of contacting to lifescan, when he went to the emergency room. He reported that he was placed on "some sort of IV" (unknown what was administered through the IV). It is also unknown what his blood glucose result was on the ER device. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct, however, it was discovered that the test strips he was using were expired (use error). This complaint is being reported because the patient claimed that he experienced symptoms suggestive of hypoglycemia after the reported issue began (it is unclear as to exactly which error message he had obtained prior to experiencing the symptoms and going to the ER). He was treated with an IV infusion. The patient was using expired test strips (use error). Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.